Manufacturer narrative:
Device evaluation of battery charger (B)(4) has been completed. The reported problem (does not charge battery packs) was confirmed. As received, the battery charger would not charge a test battery pack. Upon evaluation, the y1 crystal oscillator was oen and there was contamination on the battery board. The cause of the inability to charge the battery packs is the open oscillator and contamination. The cause of the open oscillator is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the defective battery charger.

Event description:
A us distributor contacted zoll to report that a patient's battery charger was not charging the battery packs.